Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeons have indicated several sizes and quantities of depuy acetabular graters are dull and require replacements. This is due to several uses/wear and tear over time of cutting into the bone and becoming dull.